Manufacturer narrative:
(B)(4). As stated by the account manager, the harvesting tool was discarded and not sent. The device returned was the vv7 cannula. The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. Based on the returned device and its condition, the reported failure was unable to be confirmed. The complaint was confirmed for "c-ring break".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not functioning properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not functioning properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.